Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the non-coring needle was inserted with heparin and while aspirating the port, there was bubbling on the syringe. It was further reported another non-coring needle was used and the port was successfully aspirated. A new device was placed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port with 6 fr s/l polyurethane catheter kit was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for occluded needle, as the right-angle non-coring needle in the returned kit was found to be occluded after air testing. A white residue was observed in the proximal hub entry into the needle barrel. The proximal hub entry area was scraped with a pin gauge needle and dust material was removed. The needle was then tested with water and was observed to be freely patent to infusion and aspiration with no leaks. The straight non-coring needle was air tested and was found to be patent to infusion and aspiration. Some blue material was observed in the hub near the entry into the needle barrel. The investigation is also confirmed for bent needle, as the tips of both needles were observed to be burred back. The observed material observed in the right-angle non-coring needle hub appears to be a contributor to the reported aspiration issue, as the needle was found to be patent to infusion and aspiration after the material was removed. However, the definitive origin of the needle tip damage and the observed material in the needle hub could not be determined based upon available information. It is unknown if manufacturing, supplier, shipping and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4 h11: h3, h6(device code: 2889, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the non-coring needle was inserted with heparin and while aspirating the port, bubbles were identified on the syringe connected to the non-coring needle. Reportedly, the non-coring needle was allegedly suspected to be defective. It was further reported another non-coring needle was used and the port was flushed and aspirated successfully. A new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The device was received and it was confirmed that the device for this complaint is a non-coring needle within a port kit. Therefore, this complaint is bpv and not basd. This supplemental is being submitted under the basd division because an initial emdr was previously submitted by basd and this supplemental reflects the necessary changes based on the device received and documentation updates specific to bpv division. (Catalog number: 8806061, lot number, expiry date:12/2020).

Event description:
It was reported that the non-coring needle was inserted with heparin and while aspirating the port, bubbles were identified on the syringe connected to the non-coring needle. Reportedly, the non-coring needle was allegedly suspected to be defective. It was further reported another non-coring needle was used and the port was flushed and aspirated successfully. A new device was used to complete the procedure. There was no reported patient injury.